Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician aspirated and flushed the sheath, approximately 10-20 cc of air were pulled back into the syringe. The same issue occurred when aspirated and flushed when the mapping catheter was inserted. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. No damage was noted to the hemostatic valves. The reported air ingress was confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician aspirated and flushed the sheath, approximately 10-20 cc of air were pulled back into the syringe. The same issue occurred when aspirated and flushed when the mapping catheter was inserted. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.